Manufacturer narrative:
To date, the device has not been returned to olympus america for evaluation. The exact cause of the reported event could not be determined at this time; however, this type of probe damage is most likely due to the operator's technique. The instruction manual contains several warning statements in an effort to prevent probe damage. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur.

Event description:
Olympus was informed that during bariatric surgery the probe broke off inside the patient. The broken part was retrieved successfully using grasper. The procedure was completed using a different thunderbeat device. Furthermore, olympus was informed that metal was exposed on the jaw; however there was no damage to the teflon pad. The event occurred while the doctor was cutting tissue with the device. A ¿probe damage ¿error was displayed on the generator during the procedure. No medical or surgical intervention was needed. The device was inspected prior to use and no abnormalities were observed. There was no patient injury reported.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device was tested using olympus test equipment; device was tested on as received condition, revealed tissue build up on the device. The teflon pad had normal wear, no metal exposure. Probe check could not be performed due to broken probe unit. Error code u509 was observed. The distal end was inspected under a microscope and found approximately 14mm of the probe unit is detached /missing; missing portion of the probe unit was not returned. In addition, charred marks and indentation marks of the jaw was found on the probe unit.